Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was could not be charged resulting in the pump shutting off. The customer¿s blood glucose (bg) displayed as "high". A specific bg value was not provided. An insulin injection was administered to treat the bg. The customer reverted to an alternate method of insulin therapy.